Event description:
It was reported that during normal device replacement procedure, insulation anomaly was observed on the right atrial lead. The lead remained implanted and connected to the old pulse generator. A new system was implanted. The patient was asymptotic and was in good condition post operation.